Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the device. Patient described irritation as little red spots that were very itchy. The patient was prescribed a cream from her physician. Medical outcome of the irritation is unknown as follow up attempts were unsuccessful.